Event description:
The customer reported that the eyepiece was damaged. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the eyepiece was damaged. It was also found that the outer tube was bent and the light guide connector was burned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure modes can be attributed to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.